Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, menarche, gravida ii, parity 2, vaginal delivery, c-section, venereal disease nos, malignant neoplasm nos, menstrual migraine, uterine bleeding, endometriosis, pelvic adhesions and d & c. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes. If yes, describe when you took leave and the reason: date leave began: (B)(6) 2004. Date leave ended: (B)(6) 2004. Reason: maternity leave. Date leave began: (B)(6) 2011. Date leave ended: (B)(6) 2011 approximate dates. Reason: maternity leave. Previously administered products included for an unreported indication: naprosyn and yaz. Concomitant products included montelukast sodium (singulair) and salbutamol sulfate (proair hfa). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), menorrhagia ("heavy periods"), diarrhoea ("diarrhea") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen and surgery (endometrial ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, hormone level abnormal, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, diarrhoea and depression outcome was unknown and the arthralgia was resolving. The reporter considered arthralgia, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, dysmenorrhea and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. Other relevant history and lab data updated. Events: abnormal bleeding (general), hormone level abnormal, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, heavy periods, depression, diarrhea, low back pain, pelvic pain, joint pain newly added. Treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and pelvic abscess ('abscess') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, menarche, gravida ii, parity 2, gravida, c-section, venereal disease nos, neoplasm malignant, menstrual migraine, uterine bleeding, endometriosis, pelvic adhesions and d & c. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes. If yes, describe when you took leave and the reason: date leave began: (B)(6) 2004. Date leave ended: (B)(6) 004 reason: maternity leave date leave began: (B)(6) 2011 date leave ended: (B)(6) 2011 approximate dates reason: maternity leave. Previously administered products included for an unreported indication: singulair, naprosyn and yaz. Concomitant products included drospirenone + ethinylestradiol (yaz), montelukast sodium (singulair) and salbutamol sulfate (proair hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), menorrhagia ("heavy periods"), diarrhoea ("diarrhea") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), headache ("headache"), back pain ("low back pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen and surgery (endometrial ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, hormone level abnormal, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, diarrhoea and depression outcome was unknown and the arthralgia was resolving. The reporter considered arthralgia, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic abscess and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, dysmenorrhea and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and pelvic abscess ('abscess') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, menarche, gravida ii, parity 2, gravida, c-section, venereal disease nos, neoplasm malignant, menstrual migraine, uterine bleeding, endometriosis, pelvic adhesions and d & c. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes. If yes, describe when you took leave and the reason: date leave began: (B)(6) 2004 date leave ended: (B)(6) 2004 reason: maternity leave date leave began: (B)(6) 2011 date leave ended: (B)(6) 2011 approximate dates reason: maternity leave. Previously administered products included for an unreported indication: singulair, naprosyn and yaz. Concomitant products included drospirenone + ethinylestradiol (yaz), montelukast sodium (singulair) and salbutamol sulfate (proair hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), menorrhagia ("heavy periods"), diarrhoea ("diarrhea") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), headache ("headache"), back pain ("low back pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen and surgery (endometrial ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the genital haemorrhage, hormone level abnormal, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, diarrhoea and depression outcome was unknown and the arthralgia was resolving. The reporter considered arthralgia, back pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic abscess and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, dysmenorrhea and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.